Manufacturer narrative:
(B)(4). The device has not yet been received for analysis; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva ID 200 laser fiber was opened during an inventory on (B)(6) 2018. According to the complainant, it was noted that the tip of the laser fiber was broken off. There was no patient involved in this event.